Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's right eye due to change in lens orientation approximately six weeks post implant. The patient noticed decrease in vision and the lens orientation change was described as "axis was stable, but optic became tilted in z-pattern". No zonular weakness was noted, but a capsular tension ring was placed and another lens of different model and diopter was implanted successfully.

Manufacturer narrative:
Additional information: device available for evaluation?, device evaluated by MFR?, and device manufacture date. The lens was returned to b+l. Visual inspection found the lens in two pieces. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7540807) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.